Event description:
Report from the doctor's o ffice stated this pt experienced burning sensation upon urination the day following a cystoscopy. The cystoscope was disinfected in cidex opa solution. The pt was treated with cipro and pyridium.